Event description:
`The customer reported, there was a bad image when the interconnect cable was not supported.

Manufacturer narrative:
The ge service rep troubleshoot the unit and found that the image goes gray with vertical lines when the interconnect connector was not held up. The problem was due to a bad video line connection due to cable not fitting tightly. The rep ordered replaced the interconnect cable and tested the system for operation. The system operates as intended.